Event description:
Patient presented to the physician with a wound not healing completely and leaking fluid. Cultures were taken which returned negative. Physician brought the patient into the operating room and removed the entire inspire system.